Event description:
It was reported that the right ventricular lead observed noise. Oversensing was also noted. Pocket manipulation was unable to be reproduced the noise. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Three ventricular nst<=195 ms between (B)(6) 2012. One patient alert for lead failure predictor on (B)(6) 2012.